Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. A new iab was then successfully inserted through the same sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the guide wire stuck inside the inner lumen. The guide wire was found to be kinked in two places approximately 36.6cm and 51.3cm from the j-tip. Underneath the kinked guide wire location of 51.3cm the inner lumen was also kinked. Photos were provided and reviewed. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. The condition of the iab as received indicated kinks on the guide wire and a kink on the inner lumen. A kinked guide wire and inner lumen can cause difficulty during insertion. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Prior to inserting the balloon, the guidewire is first placed, followed by the insertion of the introducer sheath and introducer dilator over the guidewire. It is important to avoid any kinks in the introducer sheath, introducer dilator, or guidewire. When preparing the balloon for insertion, special care must be taken to ensure that the balloon membrane and catheter do not become kinked, and that the inner lumen remains intact. Additionally, it is crucial to ensure that the membrane does not unfold or become dislodged during the insertion. While placing the intra-aortic balloon (iab) through the sheath, one must also be cautious to prevent kinking of either the iab or the guidewire. If the inner lumen of the iab or the guidewire is kinked, it may lead to difficulties in advancing the iab through the sheath due to increased resistance caused by the kink. This can hinder the progression of the iab within the sheath. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing luer to ensure vacuum is maintained throughout insertion. Furthermore, if the membrane becomes unfurled prior to inserting the balloon through the sheath, it can block the balloon's movement, preventing the intra-aortic balloon (iab) from advancing through the sheath. Reference complaint #(B)(4).

Manufacturer narrative:
Update fields - b4, g3, g6, h2, h6. H11. Correction field - d4 (serial number)

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the guide wire stuck inside the inner lumen. The guide wire was found to be kinked in two places approximately 36.6cm and 51.3cm from the j-tip. Underneath the kinked guide wire location of 51.3cm the inner lumen was also kinked photos were provided and reviewed. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. The condition of the iab as received indicated kinks on the guide wire and a kink on the inner lumen. A kinked guide wire and inner lumen can cause difficulty during insertion. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).